Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that insulin pump had at first been alarming with no delivery but afterwards received multiple button errors. The patient's blood glucose at the time of incident was 274 mg/dl. The customer mentioned that she had lost several infusion sets attempting to remedy a no delivery alarm. In regards to the button error issues, the customer stated that she had been able to clear two button errors but she was unable to clear the third one. Troubleshooting was initiated for the button error. The customer did not recall any significant events leading to the button errors. The customer was unable to clear the button error or the no delivery due to the keypad being locked. The insulin pump was not returned since the customer already had a new medtronic pump, and replacement infusion sets were shipped to her residence.